Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt could not complete detect and treat testing. The inability to complete testing was due to broken wires in the trunk cable. The root cause for the damaged cable was physical abuse. There was no adverse event that resulted from the damaged belt.